Event description:
It was reported that there was a white powder seen inside of the cuff. Additionally it was reported that the issue was found during testing.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found white particles/powder. The powder was found to be caused by resin which is used for cuff blow molding process. This resin is purchased material so an internal scar was opened. Supplier found that a certain component of the plasticizer had increased to a level that made it less compatible with pvc and therefore could migrate to the surface as a powder or residue. While the component level was within our plasticizer supplier's specification, our supplier agreed that the level was higher than in past years. Plasticizer specification was tightened to a level which prevents this migration issue. The root cause of the reported issue was found to be a supplier manufacturing issue.